Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was alleging the insulin pump of under delivery of insulin. Customer stated that they experienced high blood glucose. The customer¿s blood glucose level was 271 mg/dl and 174 mg/dl. The customer was treated insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer performed high pressure test and it was not passed. No harm requiring medical intervention was reported. The insulin reservoir will not be returned for analysis.